Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had a polarity switch. There were eight low impedance paces. After the polarity switch, there were high rate episodes which appeared to be noise. The lead was reprogrammed to bipolar sensing and the pacing was left in unipolar. The lead is still in use. No patient complications have been reported as a result of this event.